Event description:
It was reported by the service and repair department documented that the synframe half ring is missing screws. Item was discovered post operatively. There were no reports of patient harm. This report is for 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correct device lot number is 1159010 as initially reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A service history review was attempted for subject device lot #1159010. This device is a lot controlled item and, therefore, the service history could not be traced. The date of manufacture is unknown. A service and repair evaluation was also performed. The customer reported the screws were missing. The repair technician reported ¿missing parts¿ as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hew screw m7 x 0.75, stop screw. This item was repaired, passed synthes final inspection and returned to the customer on feb 12, 2015. The complaint condition was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.